Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. The g5 system is associated with product code pqf. Product code pqf is not currently available.

Event description:
Dexcom was made aware on 02/01/2017, that on (B)(6) 2017, the continuous glucose monitor (cgm) had inaccuracies compared to blood glucose (bg) meter in addition to an adverse event that occurred. The sensor was inserted in the patient's abdomen on (B)(6) 2017. The patient reported that cgm displayed value of 100mg/dl compared to bg meter value of 30mg/dl. The patient's husband called 911 for emergency medical services. Paramedics arrived on scene and administered IV. The patient's husband does not recall which medications were given. The patient was not admitted to hospital she was treated at home and after paramedics took a blood glucose that read 160mg/dl, the paramedics left scene. At time of contact the patient's condition was ok. No additional event or patient information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.